Event description:
It was reported that the user received an ¿unable to proceed¿ message while attempting to fill tubing, followed by repeated prompts to restart the ilet; despite multiple restarts, alert 38 for consecutive stalled motor persisted, and a replacement ilet was provided with return logistics communicated. Symptoms included no impact to blood glucose. Outcomes included uninterrupted use of the user¿s cgm and no medical intervention or hospitalization. Investigation included review of device alerts, user guidance to shut down the device, data synchronization instructions, and coordination for device return and receipt confirmation. Investigation of the returned device revealed a motor stall malfunction associated with the insulin delivery system, consistent with a device mechanical issue; the returned unit was identified as received. It was concluded, based on previously established findings for similar reports, that the cause was an internal device malfunction related to the motor drive during insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.